Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck on carefusion blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion blue screen. A technical support specialist (tss) restarted the rss agent 4.12 med and pas package (build 10), enabled the carefusion application via station configuration, and rebooted the station, which restored normal operation. The tss identified that data synchronization and maintenance services were not running on one station (rlaicu3w) and restarted those services. The tss verified that the medication application was running on another station (rlapcu3n) and confirmed with the customer that the system was working properly before closing the case. The system functioned as intended after the technical support specialist troubleshot the device.